Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer observed air bubbles in the infusion set tubing. There was no impact to the customer's blood glucose levels. During troubleshooting it was discovered the customer was not performing the proper air removal technique. Tandem technical support offered help with loading a new cartridge; however, the customer declined.